Event description:
Two falsely elevated ctni results of 2.2 ng/ml and 5.1 ng/ml were obtained on one patient during serial testing. The results were reported to the physician and questioned. The results were reported on the same dimension rxl instrument and an alternative dimension xpand instrument and all results were <0.04ng/ml. There was no report of adverse health consequences as a result of the reported falsely elevated ctni results. Analysis of the instrument by field service indicated a clogged sample drain. Sample drian was replaced along wash probes and mixers. Customer indicated that they were using a shorter spin time than recommended by tube manufacturer. Sample integrity is the most likely cause of the elevated ctni results.

Manufacturer narrative:
Excessive fibrin can result in elevated ctni results and can clog the instrument sample drain, and wash probes. Ctni instructions for use indicate that samples should be free of particulate matter and fibrin. Dade behring has distributed a technical bulletin dated 6/30/05 which stressed the importance of sample integrity and proper centrifugation as part of the preanalytical process for ctni. It indicates that failure to observe tube manufacturer's recommendations for centrifugation may result in excessive maintenance to the analyzer and can compromise results.